Event description:
During an atrial fibrillation procedure, a blood leak was noted at the end of the sheath. Another device from the same model was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. No visual anomalies were noted. Functional testing did not confirm a fluid leak; however, an air leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the side wall and proximal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.